Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was damaged. Customer's blood glucose was 153 mg/dl. A cartridge change was performed to resolve the issue and insulin delivery was resumed.